Manufacturer narrative:
This event was initially reported to the FDA via voluntary medwatch mw5166692. No thorough investigation could be conducted without lot number and samples. However, the manufacturer confirmed that there is no change on used adhesive and on manufacturing technology. The adhesive grammage and the peeling strength are checked before the release. Therefore, no root cause could be determined, and the manufacturer states that this event could be related with use condition, pasting time, pasting method, pasting position and personnel skin status.

Event description:
A peritoneal dialysis (pd) nurse ((B)(6)) contacted (B)(6) customer service to report that patient(B)(6)) breaks out with rash when using island dressing. This report reflects informationreceived by FDA in the form of a notification per 803.22 (b)(2).